Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as hand change/not doing proper hand washing. Ten days later, the patient was hospitalized for the event. On an unreported date, the patient was treated with refline (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient was still in hospital and pd therapy was ongoing. The outcome of the event was unknown. No additional information is available.